Event description:
Customer called to report that a leak in the form of small drops was contained at the white blood cell (wbc) bath of the coulter lh500 hematology analyzer. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and determined that the leak was coming from the wbc bath assembly as a result of the salt build-up on the bath. The fse replaced the bath to address the leak issue. The repairs were verified using established procedures, and the results met published performance specifications. The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue.

Manufacturer narrative:
The root cause of the leak is attributed to the salt build-up on the wbc bath, which was resolved with the repairs. Customer has not called back to report any further issues relating to this event. (B)(4).